Event description:
Catheter piece received has a pinhole leak. Catheter looks unused.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The MFR has received the sample and will be evaluated. Results are expected soon.